Event description:
Follow up information indicated the patient had effective therapy restored after lead replacement.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's epidural lead had shifted to left side of the midline, thereby the patient lost coverage on the right side. Surgical intervention was taken to add another lead in the epidural space and explant the old lead.